Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 1 device was available for evaluation but has not yet been received. 5 devices were received for evaluation. 5 events were confirmed during testing. 4 devices were found to be affected by corrosion. 1 device was found to be affected by mechanical damage to a component. 5 devices were repaired and returned to the account. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device ran without user activation. 3 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported events are included in this follow-up record. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion.   Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 6 malfunction events in which the device ran without user activation. 3 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.